Manufacturer narrative:
A visual examination of the returned obtryx ii system revealed that one of the dilators was detached from the sleeve. The delivery devices were not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure the distal end in plastic got detached from the sub-urethral strip after the passing of the obstructive membrane. Another obtryx ii system was used to complete the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure the distal end in plastic got detached from the sub-urethral strip after the passing of the obstructive membrane. Another obtryx ii system was used to complete the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.